Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device. A thirty minutes procedure delay was reported; however, no adverse consequence was reported as a result of the delay and no adverse event was associated with the device.